Event description:
It was reported that during endoscopic retrograde cholangiopancreatography (ercp) procedure, the fiber was or recognized by the system, "fiber cannot be connected" message was prompted by the system. The procedure could not be completed, the physician placed a balloon device to place a stent instead. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The field service was performed, routine check after fiber issues with laser, the costumer was able to get laser working on their own, but wanted it checked out before using again. The system passes the test as was deemed ready to use. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint was no problem detected. Incident description (b5) has been updated with additional information.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the fiber was not recognized by the system and the message "fiber cannot be connected" was prompted. This event delayed the procedure 20 minutes. The procedure could not be completed, and the physician used a balloon device to place the stent instead. There were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
B5 has been updated with the additional information.

Event description:
It was reported that during endoscopic retrograde cholangiopancreatography (ercp) procedure, the fiber was or recognized by the system, "fiber cannot be connected" message was prompted by the system, this event delayed the procedure 20 minutes. The procedure could not be completed, the physician placed a balloon device to place a stent instead. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.